Manufacturer narrative:
Follow-up #1 date of submission 12/30/2015-additional information/device evaluation: the pump with the serial number (B)(4) associated with this complaint was returned and investigated on (B)(4) 2014 in relation to another complaint. Pump (B)(4) was added to this complaint file on (B)(4) 2015, and the following results of product analysis were obtained from the original investigation: during a visual inspection of the pump, the battery compartment was observed to be undamaged; however, the battery cap threads were found to be stripped and damaged. The cap did not secure properly to the pump. A test cap was used to complete investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the cap was not ¿closing¿ properly on the pump. The reporter indicated that the pump was worn while swimming and since then the cap was very difficult to open or close. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.